Event description:
Staff alleged that the weld on the leg support of the sabina mobile lift was broken. No injury was reported.

Manufacturer narrative:
Replacement parts were shipped out to the facility. New mast has been installed to resolve this issue. The lift is back in service.